Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two kinked cannula events on 05-june-2024 and 06-june -2024. The event occurred within three hours of insertion. The infusion set was inserted in abdomen. Blood glucose level during the event were 360 mg/ml unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.